Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they have had a lot of back pain lately and the issue began a month ago. Patient stated they went into the office with representative and they adjusted the stimulation and it felt a little better, but it wasn't completely gone. Patient said representative told them to give it a few days, but today it still hurt really bad and it was not working. Patient denied any recent falls/trauma. Patient unlocked the controller and controller showed stimulation was off. Patient was able to turn the stimulation on. Agent walked patient through adjusting stimulation in groups a, b and c. Patient was able to increase stimulation but only felt the stimulation in their thighs and legs. Patient was unable to feel the stimulation in their back. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.